Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and attempted to recalibrate the master tool manipulator (mtm); however, recalibration was unsuccessful. The fse replaced the mtm. The system was tested and verified as ready for use. Isi received the unit for failure analysis investigation. The unit was analyzed and in log reviews, the mtm hand drifted during calibration, confirming the failure occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a patient side cart fixture test platform (pftp) where calibration was found to be failing on the axis 6. The probable root cause is attributed the axis 6 motor in the mtm. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, an operating room (or) staff contacted technical support to report an issue with the right master tool manipulator (mtmr) at the 2nd surgeon side console (ssc). The mtmr was drifting when the surgeon released while their head was inside the ssc. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised that the surgeon should remove their head from the ssc before releasing the controls to ensure the instruments were locked out. The staff member confirmed they would relay this information to the surgeon. The procedure was completing as planned with no report of patient injury.